Manufacturer narrative:
The explanted lead was discarded at the hospital and will not be returned; therefore, clinical observations cannot be confirmed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead presented to the hospital feeling poorly. The device was checked and the rv lead exhibited a pacing impedance measurement of greater than 2,500 ohms. A lead fracture was suspected. During the lead revision, this lead was explanted and a new, non-boston scientific lead was implanted. No additional adverse patient effects were reported.